Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be deformation of internal component. However, this cannot be confirmed. During evaluation, it was confirmed that the unit pressure did not reach specifications due to an o-ring on the pressure transducer being torn. Pressure transducer o-ring was replaced. The device underwent pm servicing while in for repair. Circulation and mixing pump head were replaced as part of the process. The heater was replaced. Drain valves also been replaced. Manifold and chiller pump o-ring were replaced as part of the preventative maintenance. Coin cell was replaced due to age and the electrical safety testing was performed. Performed the electrical safety test and was passed, completed the final inspection and the as5000 is now ready for used. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the inlet pressure was not hitting -7.0 psi to all port in the fluid delivery line after the preventive maintenance of arctic sun device. The root cause was found to be that the o ring in pressure transducer as torn and after replacing, all ports were tested and passed hitting psi.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlet pressure was not hitting -7.0 psi to all port in the fluid delivery line after the preventive maintenance of arctic sun device. The root cause was found to be that the o ring in pressure transducer as torn and after replacing, all ports were tested and passed hitting psi.